Event description:
Related manufacturing reference: 2030404-2024-00004. During an av node ablation procedure, impedance issues required multiple troubleshooting measures without resolving the issue and the procedure was cancelled with no adverse consequences to the patient. It was noted that the ablation catheter was not delivering energy due to "impedance out of range" error on the ampere. The impedance was around 48-50ohms. We had two grounding pads on the patient located on his left scapula and second one underneath. We changed cables (both were reprocessed), but the issue was not resolved. We changed the location of the grounding pads, one left foot and one on the back but still could not ablate. The catheter was exchanged but the same issue occurred so we used two grounds on the legs to increase impedance up to 68-70 ohms. We were able to deliver energy from ampere but nothing was happening regarding ablating the av node so the physician decided to stop because we weren't sure of the amount of energy delivery nor where it is going. Patient status is good and the procedure will be rescheduled.

Manufacturer narrative:
One quadripolar, bi-directional, safire tx ablation catheter was received for evaluation. No visual anomalies were noted. The catheter deflected when actuating the steering mechanism. The catheter successfully attached to a test box with no anomalies noted. Electrode 1 met specifications for acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported impedance issue remains unknown.